Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 600 mg/dl. Elevated bg was addressed by a manual insulin injection. Customer changed pump supplies to address the issue. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.